Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in (B)(6). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 10 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that from (B)(6) 2018 to (B)(6) 2018 the patient's hemoglobin and hematocrit dropped from 9.1 down to 4.2 on (B)(6) 2018. Inr was 1.6 and the patient appeared clinically pale, dry, and ill. A rectal exam revealed bright red blood, likely lower gastrointestinal source. A small fluid bolus was provided and the patient was transfused with packed red blood cells, (number of units not reported). A colonoscopy revealed a single colonic angioectasia treated with argon plasma coagulation (apc) and clips. The patient was transfused with one unit of packed red blood cells and inr goal was changed to 1.2-1.6. The patient was administered IV protonix and IV octreotide. The patient will have octreotide 30mg injection every 3 weeks as an outpatient. Warfarin dose at discharge as planned will be 1mg on mondays and thursdays and 0.5mg on all other days. Anticoagulants at the time of event was warfarin. No additional information was provided.